Event description:
Device malfunction: unk. Symptoms/ae: failure to achieve hemostasis. Time of device malfunction & symptoms/ae: after vessel closure. It was reported that a physician attempted arteriotomy closure of the right femoral artery using a proglide device after an interventional procedure. Reportedly, right groin ooze was noted post procedure and a femostop was applied. The femostop was removed approx 3 hours post vessel closure and no oozing was noted. Dressing was applied to the groin. The next day the groin appeared dry and intact; however, right groin ecchymosis was noted. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.